Event description:
A customer obtained falsely positive total beta-hcg results on four serial serum samples. The customer repeated one sample by an alternative method and obtained a negative result. Persistent false positive results may result in the initiation of treatment. There was no report of patient harm as result of this event.